Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 19.4 mmol/l (349.2 mg/dl) while wearing the pod for one day. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient used an insulin pen.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The top housing was observed to be cracked and discolored, and corrosion was observed on the pcb and batteries in the same location as the housing cracks. Battery voltages were lower than expected due to the corrosion. Multiple attempts were made to retrieve the download data; however, these attempts were unsuccessful. Fluid path testing did not find any leaks in the fluid path. The timing and cause of the damage to the top housing could not be determined, however it could be determined that fluid entered the device through the cracks in the top housing leading to corrosion, low battery voltages, and data loss.